Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the ultra fast-fix suture system, the second implant could not be deployed. T1 was removed using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in its original box. The t2, suture tail, and the chinese knot/loop were returned. The t1 has been cut from the suture. The depth straw has been trimmed. The actuator is deployed to the dimple. A functional evaluation was performed on the returned device and found the actuator moved as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.